Event description:
Patient called to report an adverse event regarding a thermacare heat wrap used on her neck. She stated she received second degree burns to the back of her neck with blisters, pain, redness, irritation and swelling. Patient stated she has used this product for years and thinks that either pfizer has made a change to the product, or perhaps the product was tampered with at her local (B)(6) store where she purchased the heat wraps. She stated she tried many times to get in touch with somebody from pfizer, but could not get in contact with someone who spoke english.